Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow up will be sent. The downstream tubing guide was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 107 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device.